Event description:
It was reported that the patient faced high blood glucose levels on (b)(6) 2026 and is in hospital with diabetic ketoacidosis and hepatic encephalopathy patient was on insulin drip and provided insulin by hospital staff.

Manufacturer narrative:
Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number were not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number and serial number were identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.